Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had been experiencing high and low blood glucose levels. Customer also reported going into threshold suspend with a blood glucose level of 110 mg/dl. The customer reported an incident in which a low blood glucose level caused her to crash her car, requiring paramedics to be called. The customer stated that this incident was a result of giving herself too much insulin. The insulin pump was not replaced or returned for analysis.